Event description:
It was reported that during a lap chole, the device jaws locked on cystic duct. The surgeon tried to wiggle it off and in the process transected the cystic duct. He was able to pull another instrument to secure the cystic duct. No pt consequence. Device involved in case was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.